Manufacturer narrative:
Date sent: 04/14/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the first firing was completed properly. At the second firing, 2/3 of the pt's sides were not deployed. The acral part of the staple line was stapled properly. The same event happened at the fourth firing. Since the knife moved forward at this time, bleeding occurred. A small thoracotomy was performed to stop bleeding and additional suture was performed. Now the pt is getting better without any problem.